Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd ¿ syringe cannula broke off. The following was received by the initial reporter: voicemail: consumer left voicemail reporting that the syringe needle is broken. I returned consumer's call and left voicemail for return call. (B)(6).

Event description:
It was reported that the unspecified bd ¿ syringe cannula broke off. The following was received by the initial reporter: voicemail: consumer left voicemail reporting that the syringe needle is broken. I returned consumer's call and left voicemail for return call. (B)(6)

Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.